Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced due to it reaching end of life.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to exhibit normal device longevity.